Event description:
Since (B)(6) 2010, the laboratories administration of the (B)(6) state dept of health and mental hygiene has identified approximately 170 newborn screening test results for biotinidase deficiency with no biotinidase activity. There is a possibility that these results are associated with lot w092 of newborn screening blood-spot filter paper forms -specimen collection devices- mfg by ge healthcare. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: screening newborns for hereditary disorders.